Event description:
It was reported that during a cardiac ablation procedure after the transeptal puncture, vasopressors were required to support blood pressure, and the pre-existing pericardial effusion was assessed as stable by intracardiac echocardiography (ice). The ablation proceeded, but following completion and withdrawal of a non-medtronic sheath to the right atrial lead, the pericardial effusion worsened. A pericardial drain was placed, but initially did not function, necessitating placement of a non-medtronic guidewire to maintain access during a drain change. Over 1500 cubic centimeters (cc) of pericardial blood was removed, but bleeding persisted. Surgical intervention with a pericardial window was performed. A wound outside the right lower vein was identified. It was noted that the electrophysiologist and surgeon stated that the wound was sustained during the transeptal puncture or drain change. The patient's hospitalization was extended. The procedure was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic, product type: sheath, product ID: non-medtronic, product type: transseptal puncture device, product ID: non-medtronic, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the event occurred when another manufacturer's sheath was pulled into the right atrium from the left atrium. The cavotricuspid isthmus (cti) was performed before evaluating the effusion further.

Manufacturer narrative:
Product event summary: data files were received and analyzed. Image file analysis was completed leveraging the completion of medical safety review. Review of 3d mapping images demonstrates a left common ostium of the left pulmonary veins, posterior wall box lesion set, pulmonary vein isolation (pvi) with two wide area circumference ablation (waca) sets, and an anterior mitral line all using pulsed field ablation (pfa) energy. Additionally, there is a cavotricuspid isthmus (cti) ablation using radio frequency (rf) energy. Images of 3d maps reviewed and confirmed with medical safety nurses. Finally, the last image demonstrates an open surgical intervention. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the reported (cardiac tamponade) was determined plausible based on the clinical data provided. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.